Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 - primary UDI number, d8, g1 - (contact office postal code) - should be blank, h6 (annex a and annex g). Investigation ¿ evaluation: it was reported, during an unspecified procedure, the basket handle of an ncircle tipless stone extractor was broken. The user stopped using the device immediately and replaced it with a new same-like device to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in open package with label. The device was returned with the basket sheath removed from the basket coil assembly. Visual exam notes the coil is kinked and offset starting at the cannulated handle. The basket formation appears to be in good condition and intact. The proximal end of the basket sheath is damaged, split, and twisted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: intended use: the ncircle, ncompass, and nfroce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, a potential cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure, the basket handle of an ncircle tipless stone extractor was broken. The user stopped using the device immediately and replaced it with a new same-like device to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). G4 - PMA/510(k) #: exempt h3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.